Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient's ipg was non-functional. It was also mentioned that the patient was having difficulty charging the ipg. The patient underwent a replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively. The explanted ipg will not be returned.